Manufacturer narrative:
One (1) used sample was returned for evaluation p/n 100/860/090 with lot number reported unknown; the sample was received in used condition. During visual inspection, no discrepancies were found, review the size of the pilot balloon and tube is the same. During functional testing, no discrepancies were found in the function of the product. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges or any defect. Quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. The customer reported condition was not confirmed. No fault found. No root cause has to be determined since the complaint was not confirmed since no issues were found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the blue line ultra (blu) tracheostomy did not form a proper seal with the trachea. No patient injury or complications were reported in relation to this event.